Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Logfile review shows during the bed cut of the reported treatment the error message and warning message appeared and the system aborted the treatment. The warning message was shown because the suction value for suction two was oscillating at the lower limit. The user did not restart the aborted treatment. During the complete day the user renewed the energy check so all treatments were performed in the required time range. The reported suction loss error is caused by not good docking and most possible the movement of the patient´s eye which caused the system exceeds the lower warning limit and aborted the treatment. No technical failure can be identified by reviewing the logfile. No technical root cause can be identified. The most likely root cause is movement of patient's eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the right eye treatment of the fourth patient the surgeon was starting suction one but there was an error message that appeared stating that the suction was low. It required the laser technician to repeat the vacuum check calibration and it passed. Once they were back into the treatment to try again, the technician used a new patient interface and the surgeon was able to dock and continue to make the flap. At about (B)(4) complete, there was a warning message that appeared stating that the suction pressure was low, but the technician was able to bypass the message and could continue with treatment. Then, at about (B)(4) complete, another waring message appeared which stated that the suction pressure was too low and the software cancelled the treatment. The surgeon didn't attempt to lift the flap and decided to cancel surgery for today. The patient will undergo photorefractive keratectomy at a later date. Additional information requested.